Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) without the product to examine, no determination could be made as to the cause of the reported incident. A specific product failure was not reported. A review of the lot history record for this product was not reviewed and a query of the complaint handling database was not performed because the lot number was not provided and the device was not returned. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that approximately 24 hours post interventional procedure an occlusion was found at the arteriotomy access site after the patient reported numbness in the left leg. The starclose se clip had been deployed uneventful. The patient was taken to the cath lab to treat the occlusion using balloon angioplasty only. The access was from the right common femoral artery to the left femoral artery. A non-abbott 5x20 balloon catheter was advanced and the balloon ruptured resulting in a small dissection. A non-abbott 6/20 balloon catheter was used for a longer inflation and a balloon rupture occurred. An angiogram was taken and one view was noted to be "okay" and the second view was noted "not so okay". There were no reported adverse patient sequelae. Though requested, no additional information was provided.